Manufacturer narrative:
The hill-rom technician, upon arrival to the facility, found the light was taken apart for inspection and in the maintenance department. The technician stated the wires looked as though they shorted against the frame. The facility stated there were no plans to put the light back into service. On 03/17/1988, hill-rom sent a mailing to advise accounts of this potential and created a service kit to upgrade the light. Hill-rom identified the wiring was between the center housing of the light and the flip over light. The repeated opening and closing of the light would cause the wire to fatigue in one place and break. Hill-rom increased the number of strands in the wire from 17 to 41 and replaced the nylon tubing the wiring was contained in to a more flexible mesh. Since hill-rom made this change, there have been no reported problems with the newer style. The 640 model light was last produced in 08/1984.

Event description:
The wires in a light broke reportedly causing the light to catch on fire. No injury was reported. Two other lights with cracked wiring were also identified.